Manufacturer narrative:
A titan touch pump, cylinders, and a reservoir were received for analysis. A separation was noted in the inlet tube of the pump near the tube/strain relief junction. This was a site of leakage. The surfaces of this separation are smooth and straight, indicating contact with sharp instrumentation. No functional abnormalities were noted with either cylinder. No functional abnormalities were noted with the reservoir. Based on examination, it was concluded that the observed separation in the inlet tube of the pump would have allowed the reported leakage. Microscopic examination revealed the surfaces of the separation to be smooth and straight, most likely indicating contact with sharp instrumentation. Due to the brief period in-vivo, quality is unable to determine when a separation of this nature would have occurred. No other failure sites were noted during testing. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted due to a fluid leak from the tubing near the pump of the device. No adverse patient effects were reported.